Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a broken off end cap. The motor passed the motor test. The insulin pump had a missing end cap sticker, cracked case at the display window corner, minor scratches on the display window, broken battery tube threads and a cracked reservoir tube lip.

Event description:
The customer called and reported he received an alarm on the insulin pump. The customer also stated there was a motor error alarm. Customer's blood glucose was 200 mg/dl. There was also a crack on the battery compartment, after customer fell and landed on the insulin pump. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.